Event description:
It was reported that the arctic sun device did not pass flow test during inspection. Per follow up information received via mail on 04mar2025, the device was under investigation.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty flow meter. The arctic sun 5000 was evaluated upon receipt. During the evaluation it was found that the flow meter was not working properly. (Arctic sun 5000) no error code observed. Per additional information received, the wire was out of connection to the I/o board, that caused the flow meter to fail. Flow meter replacement and functional check need to be performed. The outcome of the repair cannot be determined at this time. In the event that information regarding the outcome of the repair and the status of the device is received, this record will be reopened to update the investigation. See the attached investigation closure memo for more information. Fmea ra2800010 rev 26 was reviewed for this investigation. The reported event is addressed in step #ra111. This occurrence does not introduce a new hazard or harm. It represents a known failure mode that has been assessed in the product risk management file in accordance with applicable regulatory standards and internal procedures. The associated risks continue to be monitored as part of ongoing post-market activities in compliance with both regulatory requirements and local procedures. A DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device did not pass flow test during inspection. Per follow up information received via mail on 04mar2025, the device was under investigation.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty flow meter. The arctic sun 5000 was evaluated upon receipt. During the evaluation it was found that the flow meter was not working properly. (Arctic sun 5000) no error code observed. The flow meter was forwarded to bdz for additional evaluation. Per additional information received, the wire was out of connection to the I/o board, that caused the flow meter to fail. Flow meter replacement and functional check were performed. Unit was evaluated for functionality. Arctic sun passed all tests successfully and unit is ready to be back in service. A DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.